Manufacturer narrative:
An examination of the involved flexible cryoprobe on 04/16/26 at erbe USA showed that the cryoprobe's black tubing was kinked/bent in multiple locations. In addition, the inspection revealed that the cryoprobe's metal tip at the distal end was missing. Then, a review of the inspection data (photographs) was performed by the manufacturer, erbe elektromedizin gmbh. Per the manufacturer, the provided photographs showed a fracture at the distal end with necking, reduction of the outer diameter, and discoloration. Also, the kinks and bends of the black peek tubing were discolored. Per their assessment, the photographic evidence indicated that the cryoprobe encountered an excessive pull force. Finally, no anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. The account is being made aware of the findings. Erbe USA is closing the file on this event.

Event description:
It was reported that a patient incident occurred with the flexible cryoprobe during a lymph node biopsy. The cryoprobe was used with an erbe cryosurgical unit [model erbecryo 2, part number (p/n) 10402-000] and an olympus endobronchial ultrasound (ebus) bronchoscope. Per the account, 3 to 4 biopsies were successfully obtained. Then, upon a 3-4 second activation to get another biopsy and extract the cryoprobe back through the channel of the bronchoscope, the tip of the cryoprobe was found to be missing. Upon investigating its whereabouts, the cryoprobe tip was discovered to be embedded in the patient's lymph node. Therefore, forceps were used to try and remove the tip, but the tip was not retrievable. Therefore, the tip of the cryoprobe was left in the patient.